Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 40's (mg/dl). The customer suspected the cause of the low bg levels to be due to the basal rate settings needing adjustment. To treat the low bg levels, the customer consumed sugared treats. Reportedly, the customer resolved the issue by adjusting the basal rate settings with health care provider.